Event description:
It was reported that the device reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 99% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 6944-58, implantable tachy lead, (B)(6) 2008; 5076-45, implantable pacing lead, (B)(6) 2010; 419478, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator date was (B)(6)-2013.